Event description:
The customer's mother reported via phone call that the customer was currently hospitalized for high blood glucose. Customer's blood glucose reached 24.0 mmol/l. The mother stated the customer was vomiting from their high blood glucose. The customer's mother stated the insulin pump was not functional, causing the customer to be hospitalized. The mother also reported the customer's blood glucose declined to 5 mmol/l. Troubleshooting did not occur as the mother already troubleshooted for the insulin pump. The mother will be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.